Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was driving her children to a birthday party, felt low, and noted her cgm was 4.2 mmol/l. When she pulled into the parking lot and parked, her cgm displayed 3.2 mmol/l; however, she felt much lower and needed to get some food. She called her parents who are followers and were on their way to the party to let them know she was hypoglycemic. However, before she was able to get any food and as she was getting out of the car, she experienced a seizure and fell to the pavement. The seizure was witnessed by her parents who called emergency medical services (ems). Upon arrival, ems tested the patient¿s bg which was 1.4 mmol/l and administered IV glucose. The patient regained consciousness during transport to the hospital. The patient was treated in the emergency department (ed) with IV fluids, juice, food, and a head CT (computed tomography) scan was performed. The patient was diagnosed with a concussion, and once her bg stabilized, she was released. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.